Event description:
A malfunction alarm occurred with a code indicating a momentary power loss to the vibrator motor. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, which resolved the malfunction without recurrence; the customer was advised to continue using the pump and to report back if the issue reappeared.